Manufacturer narrative:
The remote service engineer (rse) stated in a good faith effort (gfe) response that the customer communicated "the small plastic tab for locking the rj45 plug is broken off, so the cable could slip out unnoticed. It was connected to the v60." This small plastic tab is part of the rj45 cable, not the v60 device. Based on the information provided, it appears that the cause for the data communication issue is the damage to the non-philips rj45 cable causing the cable to be insecurely connected. Additional gfe's are being completed to confirm that the device successfully passes a performance verification test (pvt) to confirm the device is functioning as intended. The investigation is ongoing.

Manufacturer narrative:
New information: a product support engineer (pse) was provided the pic ix logs from the event. The pse found that the logs were in agreement with the previous investigation results for the v60 ventilator. The device's in use on the patient were communicating as intended, and there was a technical alarm which was acknowledged. The clinical audit shows various alarms continue to be sounded. The pse found no indication of failures. Based on the results of the analysis, the v60 ventilator and all other involved products were confirmed to be operating per specifications. The initial device issue allegation was not confirmed. Based on the information currently available, there was no causal relationship of the device to the death however, a use error¿ patient exposed loss of therapy and inappropriate understanding/response to missed alarms ¿did contribute to the outcome. Alarms were recorded as sounding on three separate occasions at the time of the incident. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a communication failure between the ventilator and the central monitoring station. The device was reported to be in use at the time of the reported problem. A patient was admitted for treatment of covid-19. The patient was connected to the v60 ventilator. The ventilator was connected to a philips patient monitor via a network cable to monitor the ventilation parameters at a central monitoring station. The network cable used was found to have a damaged or broken front locking "nut". This was not noticed at first by the users. As a result, the ventilation data was not transmitted to the central monitoring system, but the data transmission failure initially went unnoticed. Additionally, the spo2 finger sensor detached from the patient monitor in use. Po2 sensor disconnect is not considered to be related to the v60 and is not considered an additional allegation against a philips product, but it was entered into the summary so that all of the information known pertaining to the situation is communicated. A critical alarm was triggered at some point after; it is unclear when. The customer stated that the patient's condition was already life threatening. Life saving measures were attempted, but the patient died. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6) germany phone:(B)(6)

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that there was a communication failure between the ventilator and the central monitoring station. The device was reported to be in use at the time of the reported problem. A patient was admitted for treatment of covid-19. The patient was connected to the v60 ventilator. The ventilator was connected to a philips patient monitor via a network cable to monitor the ventilation parameters at a central monitoring station. The network cable used was found to have a damaged or broken front locking nug. This was not noticed at first by the users. As a result, the ventilation data was not transmitted to the central monitoring system, but the data transmission failure initially went unnoticed. Additionally, the spo2 finger sensor detached from the patient monitor in use. A critical alarm was triggered at some point after; it is unclear when. The customer stated that the patient's condition was already life threatening. Life saving measures were attempted, but the patient died. This investigation is ongoing. The remote service engineer (rse) stated in a good faith effort (gfe) response that the customer communicated "the small plastic tab for locking the rj45 plug is broken off, so the cable could slip out unnoticed. It was connected to the v60." This small plastic tab is part of the rj45 cable, not the v60 device. Based on the information provided, it appears that the cause for the data communication issue is the damage to the non-philips rj45 cable causing the cable to be insecurely connected. Additional gfe's were completed to confirm that the device successfully passed a performance verification test (pvt) to confirm the device is functioning as intended. The key market technical support specialist confirmed in a gfe response that no information regarding the evaluation of the device had been received from the customer over their several attempts to contact the customer regarding the event and potential device evaluation. The only response received from the customer stated that the event happened long ago and the people involved were no longer available. The customer was offered a quote for onsite service and it was rejected. Philips is unable to confirm the final disposition of the device because due to the refusal of service and lack of gfe response. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.